Event description:
It was reported that revision surgery was performed. Pain, elevated chromium and cobalt levels, fluid collection around the hip, weakness of the legs and hips, soft tissue reaction and an adverse reaction to metal debris reported.